Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2015. According to the report the delta chamber was found to be ruptured. It was reported the device was explanted on (B)(6) 2015. Reportedly, there was no injury to the patient.